Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lesion was an in-stent restenosis of a non-bsc stent and not a promus premier stent as what previously reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-01100 it was reported that in-stent restenosis occurred. The target lesion was a 90% in-stent restenosis (isr) of a promus premier stent located in the severely tortuous and moderately calcified left anterior descending (lad) artery. A 2.50x20 synergy drug-eluting stent was advanced to treat the isr in the lad artery. However, the device failed to cross the lesion. The physician then removed the device and re-advanced it with a non-bsc guide extension catheter but a slight resistance was encountered. The device was removed from the patient's body again and noted that the proximal edge of the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.